Manufacturer narrative:
Device evaluated by MFR., eval summary attached, method codes, result codes, conclusion codes updated. Device evaluated by MFR .:returned product consisted of a nc emerge balloon catheter. The balloon was loosely folded with blood in the balloon and inflation lumen. Microscopic inspection revealed a burst in the balloon material, 9mm in length. Inspection of the remainder of the device revealed numerous kinks in the hypotube. There is no indication the device was inflated over rated burst pressure (rbp). The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calcified right coronary artery (rca). A 3.50mm x 12mm nc emerge® balloon catheter was advanced for dilation. However upon inflation at 4 atmospheres, the balloon ruptured. The device was completely removed from the patient's body and the procedure was completed with a different device. No patient complications were reported and the patient's status was good stable.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calcified right coronary artery (rca). A 3.50mm x 12mm nc emerge balloon catheter was advanced for dilation. However upon inflation at 4 atmospheres, the balloon ruptured. The device was completely removed from the patient's body and the procedure was completed with a different device. No patient complications were reported and the patient's status was good stable.